Event description:
Pt received implant of ICD. Device reprogrammed while in hospital for transient 3 au block. After reprogramming pt received inappropriate shocks. Returned to e.p. Lab next day and tried to replicate incident unsuccessfully. Decision to replace generator anyway. Made by md.